Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.